Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an alarmed system error 345 (thermistor disparity) during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue could not be reproduced. Evaluation found the downstream thermistor calibration reading to be out of specification. A review of the event history log revealed 'system error 345'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream thermistor. The force sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.